Event description:
Device 1 of 2: manufacturer report number: 3006705815-2019-02004. It was reported that the patient's ipg was unable to switch into MRI mode. Surgical intervention may take place to explant the system.